Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged lung cancer, headache, dizziness, and burning up while using the device. Medical intervention was not specified. Concomitant humidifier information has been provided. The manufacturer contact information and 510 number has also been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. External investigation observed minor wear and tear on the exterior of the device, and extensive contamination between the water tank and humidifier assembly. The device powered on, provided airflow, and the heater plate heated. Internal inspection found dust and fiber contamination in the interior of the device enclosure, and dust contamination in the blower box. Discoloration on j9 suggests thermal stress. White fibrous contamination and dark contamination was observed on the water tank seal in the humidifier. Contaminants in the humidifier suggest both that the patient was not cleaning as instructed and was using non-distilled water. The device's downloaded event log was reviewed by the manufacturer and found 1 error logged. The manufacturer is unable to address the patient allegations of cancer, headache, dizziness, and burning up. The manufacturer did observe contamination in both the airpath and non-airpath portions of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.